Event description:
In 2008, a gore tag thoracic endoprosthesis was implanted in the pt to treat an aneurysm that developed at the distal anastomosis site of an existing vascular graft (graft manufacturer and date of implant is unk). A palmaz stent was also implanted at the proximal end of the gore tag thoracic endoprosthesis. Follow up CT images a few days later revealed a distal type I endoleak. There was no evidence of the aneurysm sac enlarging and cause of the endoleak is unk. On eight days later, a reintervention occurred using a gore tag thoracic endoprosthesis which resolved the type I endoleak. The pt is reported to be stable at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.